Event description:
While using a minimed 780g insulin pump for treatment of type 1 diabetes I encountered a problem placing a new minimed reservoir part mmt332a into the pump. I needed to contact minimed customer service to address this issue. I called the minimed customer service number on (B)(6) 2026 at 1:46 pm and after waiting approx 10 minutes was offered by automatic system to receive a call back which I accepted. During this time, I had no way to receive necessary insulin as pump was not usable. After waiting until 3:22 pm and not receiving a call back I called once again and waited on hold for 2 hours and 23 minutes for an agent to address my issue. During this time a test using my home blood glucose meter showed my blood glucose had risen from 110 when I first had to disconnect from pump to 320. The excessive delay in being able to reach support on their 24-hour line resulted in unnecessary hyperglycemia and harmed my meeting my glucose management goals.